Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator battery was faulty. It was reported that the event did not occur during patient use.

Manufacturer narrative:
The field service engineer replaced the battery. The ventilator has been back to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to shipping restriction on the battery, the root cause could not be verified.